Event description:
It was reported that during a laparoscopic low anterior resection procedure. An attempt was made to compress the tissue and close the device. It could not be closed all the way. No attempt was made to fire the device. A like was opened and used to successfully staple and cut. The procedure was extended by three hours. No other adverse impact to the patient was reported.

Manufacturer narrative:
(B)(4). Incomplete_interrupted cycle. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.